Event description:
The surgeon reported a system message displayed during start up of the system. The customer tried to reboot the system and they were unable to reboot. The surgeon cancelled twelve cases. There was no patient injury reported.

Manufacturer narrative:
The company service representative examined the system. The complaint could not be duplicated but the system message was found in the event log. The vent and solenoid spaces were replaced and tested. The system was tested and met all product specifications. A review of the service history for this system for the last 24 months did not indicate any additional, related unplanned service requests for this system. There is no sample that has been returned, therefore, steps could not be taken to replicate or confirm the customer reported issue and the root cause is therefore unk at this time. It should be noted, however, that there have been previous reports of this system level message and an internal corrective/preventive action was opened to address them. The risk management report (rmr) for the infiniti system addresses both irrigation and vent valves failures as existing potential hazards/harms. The infiniti software checks for irrigation/vent valve operation and reports failures as error codes which instruct users to take immediate action. These failures are adequately mitigated during priming and during a procedure. An internal CAPA was opened to address this issue. This issue was determined to not be safety related. This known issue was evaluated and a field service replaceable poron washer is being implemented.